Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 on a patient with three scallops on a posterior leaflet and an enlarged atrium. Three triclips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. On (B)(6) 2026, ambulation was attempted. However, frequent premature ventricular contractions (pvcs) occurred, and the patient was unable to ambulate. A transthoracic echocardiogram (tte) was performed and revealed that the clip deployed at the atrial septal (as) commissure was contacting the interventricular septal wall (partial clip movement). The mr remained at a grade of 2. The patient was then conservatively managed with continued observation. By the following week, the clip behavior had stabilized, and the frequency of pvcs improved. The patient was reported to be discharged.